Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cii safe was stuck on the bios password screen. A field service engineer entered the password and rebooted the safe to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis cii safe system displayed a black screen and prompted for a password, which hindered users from obtaining medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.